Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and investigated. Investigation results showed that the defect was caused by consumer handling. The discharged battery lead to releasing battery fluid and an overpressure inside the device, bulging out the soft material - manufacturing or design issue excluded.

Event description:
Consumer sent e-mail stating that just overnight, the toothbrush blew a bubble like thing where the on/off button was. No injury was reported.

Manufacturer narrative:
This report is being filed due to bulging of toothbrush handle. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating that just overnight, the toothbrush blew a bubble like thing where the on/off button was. No injury was reported.